Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Add'ly, the MFR notified the FDA (B)(6) recall coord. Voluntary recall & gained concurrence of the customer letter prior to its' distribution. On 03/17/2015, the voluntary recall was initiated. A lot hist. Review was conducted & it was determined that a device history record (DHR) review was required. The lot met all release criteria. The monopty needle w/product packaging & label was returned for evaluation. The stylet & cannula were in their initial positions ; not primed. The sample was not cocked (primed), as the arrows could not be seen in the ready window. The sample was tested by attempting to twist the rotational knob once, however, the device would not prime. The device was dissembled and the internal components were examined. The cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hubs and stylet hubs were found to be broken on the returned probes. The investigation is inconclusive for failure to obtain samples as the returned device could not be functionally tested due to the break. The root cause for this event was determined to be supplier related due to overprocessed resin. The monopty instruction's for use (IFU) provides general instructions for priming, firing, sampling & retrieval samples from the device.

Event description:
It was reported that during breast biopsy, the device jammed when attempting to collect tissue samples in normal breast tissue. The procedure was completed w/the third needle. A coaxial was not used during the procedure. There was no patient injury.